Event description:
It was reported that the ilet user experienced elevated glucose after changing pump supplies, and it was observed that the ilet cartridge was not locked into place; the agent guided the user to insert a new cartridge, fill the tubing, and reconnect, consistent with an improper or incorrect procedure related to the infusion set and cartridget. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.